Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic was torn off and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and a haptic was torn during insertion. The incision was enlarged to remove the lens and a suture closed the wound. The reporter stated the incident was caused by a loading error. This is one of two incident involving this patient. See MFR report # 2023826-2007-01265.